Event description:
It was reported that the ventilator was pulled into an MRI, was making a low grinding noise, and had damage to the rear weldment. It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
The manufacturer was able to verify the reported problems. When the ventilator was powered on, there as a low pitched grinding noise and there was no air flow with an audible alarm. The turbine assembly was seized due to a malfunction of the turbine stator circuitry. The exposure to the MRI magnetic field resulted in de-magnetizing the turbine's internal ¿stator¿ magnet. External inspection of the ventilator revealed damage to the rear weldment. Bench testing also revealed that the nurse call relay was stuck in a constant alarm condition on the power board, found the alarm sounder had decreased volume, and the fan assembly was not spinning during ventilation. The turbine, power board, alarm sounder, fan assembly, and the rear weldment were replaced.

Manufacturer narrative:
Additional information: after further investigation carefusion was able to verify: a patient was not on the ventilator during the event and there was no patient harm involved in this incident.